Event description:
It was reported "frequent helium loss alarms and strange bpw". Additionally it was reported that the bpw is below baseline and "plat eau" is sloped high. The user also previously exchanged the pump and nothing changed. The pump was meeting the goals of therapy and alarms decreased. Therefore, it was not discontinued or changed. No patient injury or consequence reported. The patient's current condition reported as "critical". Associated MDR# : 3010532612-2024-00142.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "helium loss alarms" is confirmed based on the photo provided by the customer. The photo shows the balloon pressure baseline dropped below zero which is consistent with the helium leakage. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to balloon pressure dropping below zero. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "frequent helium loss alarms and strange bpw". Additionally it was reported that the bpw is below baseline and "plat eau" is sloped high. The user also previously exchanged the pump and nothing changed. The pump was meeting the goals of therapy and alarms decreased. Therefore, it was not discontinued or changed. No patient injury or consequence reported. The patient's current condition reported as "critical". Associated MDR# : 3010532612-2024-00142.